Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during transit to the customer, it was noticed that the lithium ion battery was labeled as un3480, which is a single battery traveling on its own and cannot be put on a plane. The label should have been un3481, which is a lithium battery traveling inside of equipment. Unit is coming back to neuwave for relabeling to be reshipped. There were no patient consequences or involvement reported.